Event description:
It was reported an incident of re-stenosis as a post-procedural complication after the intracranial stenting procedure. No further information was provided.

Manufacturer narrative:
Date of event: unknown. Expiration date: unknown. The device was implanted, date is unknown. No allegation of device malfunction or non conformance. Device manufacture date: unknown.